Event description:
It was reported that there were low out of range impedance value. It was noted that the call was made at the first programming session on the date of this report. The contact pair 0-1 was 36 ohms, c-0 was 799, c-1 was 799. The manufacturing representative programmed therapy for c-0. The therapy impedance was 843. It was noted that they would try settings to see if the patient got therapy and monitor at the next session. No other action was planned. Additional information received reported the low impedances were not resolved and the cause was undetermined. It was not device related and there were no lead fractures noted. The patient was doing well just was unable to use contacts 0 and 1 in a bipolar configuration. It was noted that all other combinations were ok.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0j7pk, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.